Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 24.6 mmol/l. The customer reported that the sensor had change sensor and the calibration issue. It was unknown whether customer was using the automode or not. The device will not be returned for the analysis.